Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed stage 2 pressure ulcers under the back-therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's nurse cleaned the irritation with saline and left the area open. Follow up indicated that the pressure ulcers have improved.